Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery where the ipg was not put into surgery mode. Surgical intervention may be pending to address the issue.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2025 during which the ipg was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Correction: b1 and b2 checked. A patient's inoperable ipg was reported to abbott. The patient underwent an unrelated surgery wherein the patient's ipg was not placed into surgery mode. No intervention is scheduled at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. In an update it was reported surgery took place on (B)(6) 2025 where the ipg was replaced without complications. Effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Corrected: report type.

Event description:
No surgical intervention is planned due to patient's health problems. Next course of action is underdetermined.

Manufacturer narrative:
Corrected date: b5. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.